Manufacturer narrative:
The device was discarded and not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It was noted the device was not pre-checked prior to use as instructed in the IFU. The lot history record for the devices was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. During manufacturing the balloons are 100% inspected to ensure that they are able to properly inflate/deflate. Additionally, the ligatures are 100% visually inspected to ensure that there are no gaps and that the windings are uniform and create a smooth transition from the balloon to the catheter shaft. They are also inspected to ensure there are no specs of fibers on the ligatures that could result in the reported failures. According to the device history record, during manufacturing all samples passed inspection and there were products rejected due to abnormalities related to the reported issue. Note: this is report 1 of 2 related to the first catheter used in the event. Reports 1220948-2024-00202 was submitted for the second device involved in this event.

Event description:
It was reported that ligature loosened and unraveled from the catheter in a spiral manner. The pieces are still attached to the catheter and did not have to be removed from the vessel. This has occurred on 2 catheters from lot: nse2924. The devices were not pre-checked prior to use. No injury was reported to the patient. Note: this is report 1 of 2 related to the first catheter used in the event. Reports 1220948-2024-00202 was submitted for the second device involved in this event.